Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the insertion is reviewed and detects that guide of locking system does not enter in the static hole, so it should be left alone at dynamic lock. The device was repaired and returned to surgery. No reported surgical delay and no patient harm. Procedure was successfully completed. This is report 1 of 1 for complaint (B)(4).